Event description:
Metal pin came loose and then the brush head fell apart [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the metal pin came loose from the oral-b precision clean brushhead and the brush head fell apart. No symptoms developed.

Manufacturer narrative:
Return of prod has been requested. Prod not provided by reporter, therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of returned prod.

Manufacturer narrative:
(B)(4)-2015: product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Product counterfeit [product counterfeit]. Metal pin came loose and then the brush head fell apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the metal pin came loose from the oral-b precision clean brushhead and the brush head fell apart. No symptoms developed. On 02-jun-2015 product investigation: the suspect product in this case was confirmed to be counterfeit.